Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the lifevest is constricting and the electrodes were digging into her skin. The patient reported the skin was red, itchy, and irritated. The patient stated the wires were rubbing against the skin and the therapy pads were aggravating the skin as well. It was reported the patient could have a metal allergy. There are no allegations of any bleeding, oozing, or weeping wounds. The patient was issued new garments. The patient's dermatologist provided a steroid cream and the patient used benadryl on the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Supplemental report 9/20/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the lifevest is constricting and the electrodes were digging into her skin. The patient reported the skin was red, itchy, and irritated. The patient stated the wires were rubbing against the skin and the therapy pads were aggravating the skin as well. It was reported the patient could have a metal allergy. There are no allegations of any bleeding, oozing, or weeping wounds. The patient was issued new garments. The patient's dermatologist provided a steroid cream and the patient used benadryl on the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.